Manufacturer narrative:
Product complaint # (B)(4). Investigation summary patient scheduled for total hip replacement review, who had undergone surgery a year ago. Patient in control, does not report discomfort, however in control with specialist observed in x-ray images incongruity between cup and inserts properly positioned a year ago. Intraoperatorily when performing respective approach once the fascia opening is performed, black-looking liquid (metallosis) is observed, sample is taken and respective washing and removal of surrounding tissue affected by metal. Once the hip is dislocated, it is observed that the insert and the head are affected. The first presents a fracture and wear of it, additional that it was not in its normal or initial position. While the second, wear is observed due to direct contact with the acetabular cup. We proceed to remove affected implants and surrounding tissue equally affected by metallosis. Exhaustive washing is performed, state of the acetabular cup is observed without any affectation, therefore it is not proceed to the change of this one. Integrity of the same is reviewed for placement of a new insert and proceed to its implantation without novelty, it is decided to place a head in ceramic. Medical devices are sent properly packed and marked to the central warehouse for their respective investigation. Patient requires a new intervention due to radiological findings identified in postoperative control. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "source file - novedad producto cl. Sabana maria mery vargas". The provided photographic evidence does not depict the reported unk hip acetabular cup pinnacle. However, based on the observations of the acetabular liner and the femoral head, it is reasonable to conclude that a disassociation event occurred between the liner and the cup . With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed based on the visual examination of the involved implants. Unk hip acetabular cup pinnacle would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient who had undergone surgery a year ago scheduled for total hip replacement revision. Patient did not report discomfort, however, incongruity observed in x-rays between cup and inserts positioned a year ago. Intraoperatively, black-looking liquid (metallosis) was observed. A sample was taken and there was a washing & removal of surrounding tissue affected by metal. It was then observed that the insert and the head were affected. The first presents with wear and a fracture, additionally, it was not in its normal or initial position. The second wear was observed, due to direct contact with the acetabular cup. We proceeded to remove affected implants and surrounding tissue equally affected by metallosis. Acetabular cup was not affected, therefore it was not changed. Integrity of the same was reviewed for placement of a new insert and we proceeded to its implantation without novelty, it was decided to place a ceramic head. Patient requires a new intervention due to radiological findings identified in postoperative control.